Event description:
Pt was six weeks status post open reduction, internal fixation of bimalleolar fracture of her right ankle. She progressed well and fracture was healing well in good position. However, pt was having pain over the syndemosis screw and was admitted for removal.